Event description:
Caller reports that the lancet does not retract back into the lancet device after firing. Caller reports that the lancet punctured her skin due to this issue, but no medical attention was sought. Requested return of suspect device and replacement was sent.